Event description:
Spacelabs received a report that a spacelabs central station monitor failed to alarm when systolic blood pressure was below the low alarm limit.

Manufacturer narrative:
The hospital did not report this matter directly to spacelabs. The incident occurred on (B)(6) 2013. We first learned of the incident by way of the FDA's february 26, 2014 letter, and immediately opened a complaint. Spacelabs contacted the customer¿s risk manager on (B)(6) 2014. The risk manager never replied to spacelabs. The initial reporter of the incident was contacted on (B)(6) 2014. Spacelabs finally heard from the initial reporter on (B)(6) 2014, and thereafter a spacelabs field service engineer (fse) visited the customer site to conduct an investigation on (B)(6) 2014. The involved device worked to specifications. The testing was witnessed by a facility staff member. The command module incorporates a user selectable feature called alarm watch which allows nibp from a patient bedside monitor to also alarm at a central monitor. Alarm watch is explained in the command module operations manual. When on site, the fse found the command module nibp alarm watch setting on ¿off¿ which would not generate a nibp alarm for systolic blood pressure to a central monitor. The fse set nibp alarm watch to ¿on¿ and rechecked the other settings. The fse also discussed correct alarm watch settings with the customer. This supplemental report is considered final and the issue closed.

Event description:
Spacelabs received a report that a central monitor did not alarm for low systolic blood pressure with a nibp (non-invasive blood pressure) measurement from the bedside command module model 91496 on (B)(6) 2013. Systolic blood pressure was below 90 for two readings without an alarm at the central monitor. There was an alarm at the bedside monitor. No injury to patient.

Manufacturer narrative:
A bedside monitor was programmed to cycle blood pressure every 15 minutes. The low systolic blood pressure alarm limit was set to 90. The customer stated that there were two readings below 90, but the central station monitor did not alarm. Spacelabs field service engineer (fse) is contacting the customer to start investigation onsite. No one has been injured as a result of this alleged malfunction. Spacelabs will file a supplemental report when our investigation is concluded.